Event description:
Device malfunction causing hospital admission: pt uses innova "pen cartridge injector" for novalog insulin; before meals and adjusting sliding scale dose when needed for high glucose readings. Cartridge holds 300 units of insulin, but apparently it stops giving any injections when remaining insulin volume is 50 units; no alarm is sounded or communicated that doses are not actually being given - per pt and per diabetes education nurse -. Pt therefore thought they were treating self appropriately but bg's kept going higher and higher until they actually developed dka and required ICU admission. Initial bg on admit was 575, hco3 was 6, base deficit was 24.6 meq. Pt responded to insulin and fluid resuscitation in the hospital, and was discharged after 3.5 days.